Event description:
It was reported that while troubleshooting an unrelated anomaly, the right atrial lead was shown to have exhibited frequent episodes of noise. It was noted that there was a known issue of noise oversensing on the atrial lead. A possible lead revision is considered but has not been performed. The patient¿s condition is stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".